Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the ER staff experienced a bulge in the silicone segment when initiating an unspecified infusion. Although the customer responded that there was no patient harm, there was no further event details provided .